Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a lumbar catheter. It was reported that during the surgery, a portion of the catheter was I nadvertently retained and broke off. The patient was returned to the operating room for success removal of the retained fragment. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's medical history was chronic low back pain. The drain was placed on both a minimally invasive revision left-sided l4-5 hemilaminectomy with patch repair of pseudomeningocele, placement of an intrathecal lumbar drain at l2-l3 (B)(6) 2025), and open revision l4-l5, lumbar laminectomy with dural patch repair of dural defect, and placement of intrathecal lumbar drain at l1-l2. (B)(6) 2025). It was indicated that the procedure was completed with back up products.